Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. The misalignment of the views is caused by a misalignment in how the user inserted the locatable guide and the bronch-camera. The evaluation showed the system performed as designed. Out of an abundance of caution, superdimension is filing this due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported that the virtual bronchoscopy orientation of the superdimension system was not consistent with the bronchoscopy view. The physician cancelled the superdimension case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. .